Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to low blood glucose. The customer had a low blood glucose near 0 and was treated by paramedics and refused to go to the hospital. The customer reported that the next day the blood glucose dropped near 0 again and was brought to the hospital. The blood glucose reading was 20 mg/dl at the time of admission. The customer reported that a paramedic suspended the insulin pump the first night, but that the second day it was not suspended and he was still getting insulin. The customer also reported that the morning of the call the blood glucose rose to 400 mg/dl. The customer stated that a doctor at the hospital told him he was not eating enough and did not need his basals. The customer reported he was waiting for more training and no product will be returned at this time.